Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and wall adapter, but had not yet tried leaving the adapter plugged into a working outlet for an extended period. Technical support instructed the caller to do so, after which the pump began charging.